Event description:
Surgeon believes he used the ethicon stapler product codes: cdh21a, cdh25a, cdh29a, cdh33a, ecs21a, ecs25a, ecs29a, ecs33a on his pt prior to the stapler being recalled. The pt had to return to surgery for a bowel resection. FDA safety report ID # (B)(4).